Manufacturer narrative:
(B)(4). Concomitant medical products. Plasmacup sc size 62mm, reference nh062t, lot 51178121. Sc/msc pe-insert 28mm 60/62, reference nh195, lot 51035717. Zr modular 5 degree 42 taper 28mm std, reference 164126, lot 762603. Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent revision (hip, left) due to cup and stem loosening 5 years and a half after implantation. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product analysis can't be performed as the product was not returned the device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to loosening: 1 complaint (1 product), this one included, has been recorded on aura ii hip ha coated left size 6, reference p0125h06, from 1 january 2017 to 1 july 2020. 1 complaint (1 product), this one included, has been recorded on aura ii hip ha coated left size 6, reference p0125h06, batch 0000091545. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision (hip, left) due to cup and stem loosening 5 years and a half after implantation. No additional patient consequences were reported. This event was reported through njr (national joint registry - UK) report: review the performance of implants following a review of the data conducted in march 2019 on aura ii : on 304 primaries surgeries, 33 have been revised.